Manufacturer narrative:
G4: 19feb2020 b4: (B)(6)2020. The customer reported replacing the motor controller board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18feb2020.

Event description:
It was reported that the unit had an oxygen valve liftoff failure. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended the customer to run high flow o2 through the unit with no patient circuit, perform o2 testing and replace the o2 motor controller.